Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in the open position, in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the knife was returned to the home position after the 4th stroke and the stroke count indicator showed "0". However, the jaw did not open even though the release button was pressed. It was confirmed that the staples were b-formed shape when the device was released. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue?---colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ---1st. During which stroke did the event occur? ---after 4th. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---the device was not used before and after this event. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the jaw could not be opened. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---no. How was the device removed from the tissue? ---the fired tissue fell out from the jaws without opening.